Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log, device failed test step for oxygen leakage along with contamination on blower box. The device's software was updated and active exhalation control valve need to be replaced to address the issue. The device was corrected.